Event description:
Customer stated epidural tubing was found leaking where the luer lock is fused to the tubing. There was no report of harm to the pt and no medical intervention required although requested, no additional pt or event info provided.

Manufacturer narrative:
(B)(4). The customer's experience of leaking at the engagement between the male luer and the tubing was not confirmed. Visual examination showed no anomalies. Function testing was performed and was unable to duplicate the customer's experience. The root cause of the customer's experience of leaking at the connection between the tubing and the male luer was not identified, no fault was found with the returned pca set.